Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and cardiac failure congestive ('blood or heart disorder/condition type: chf') in an adult female patient who had essure (ess205) (batch no. 624487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiomyopathy. Concurrent conditions included abdominal pain, change in bowel habits, heart disease, unspecified, heart failure, menstruation frequent, uterine fibroid, vaginal discharge, mycoplasma hominis test positive, ureaplasma test positive, bloating, dysfunctional uterine bleeding, fever and uterine fibroid embolization. Concomitant products included bupropion, cholecalciferol (vitamin d3), cyanocobalamin (b 12), furosemide, leuprorelin acetate (lupron), levonorgestrel (mirena) since (B)(6) 2015, lisinopril, magnesium, medroxyprogesterone acetate (depo-provera), metoprolol, norethisterone (mini pill) since 2006, potassium chloride (klor con), spironolactone and tranexamic acid (lysteda). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), anaemia ("blood or heart disorder/condition type: anemia"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with blood transfusion, auxiliary products and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, cardiac failure congestive, vaginal haemorrhage, anaemia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, cardiac failure congestive, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2006 and 2007. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on (B)(6) 2016: no specific mammographic evidence of malignancy. Nuclear magnetic resonance imaging - on (B)(6) 2017: enlarged leiomyomatous uterus with baseline fibroid measurements obtained prior to uterine fibroid embolization. Ultrasound scan vagina - in 2007: result: other (please describe) - successful. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, congestive heart failure, anemia, fatigue, cramping". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), congestive heart failure, anemia, blood transfusion, fatigue, cramping. Reporter information, medical history,concomitant drug, aka name, lab data was added. Essure insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and cardiac failure congestive ('blood or heart disorder/condition type: chf') in an adult female patient who had essure (ess205) (batch no. 624487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiomyopathy, pregnancy and umbilical cord abnormality. Concurrent conditions included abdominal pain, change in bowel habits, heart disease, unspecified, heart failure, menstruation frequent, uterine fibroid, vaginal discharge abnormality, mycoplasma hominis test positive, ureaplasma test positive, bloating, dysfunctional uterine bleeding, fever and uterine fibroid embolization. Concomitant products included bupropion, cholecalciferol (vitamin d3), cyanocobalamin (b 12), furosemide, leuprorelin acetate (lupron), levonorgestrel (mirena) since (B)(6) 2015, lisinopril, magnesium, medroxyprogesterone acetate (depo-provera), metoprolol, norethisterone (mini pill) since 2006, potassium chloride (klor con), spironolactone and tranexamic acid (lysteda). In 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal pain lower ("cramping") and dysmenorrhoea ("pain cramping during menstruation"). The patient was treated with blood transfusion, auxiliary products and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, cardiac failure congestive, vaginal haemorrhage, anaemia, fatigue, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anaemia, cardiac failure congestive, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2006 and 2007. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2017: enlarged leiomyomatous uterus with baseline fibroid measurements obtained prior to uterine fibroid embolization. Mammogram - on (B)(6) 2016: no specific mammographic evidence of malignancy. Ultrasound scan vagina - in 2007: result: other (please describe) - successful. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, congestive heart failure, anemia, fatigue, cramping lot number: 624487, manufacture date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. New event pain cramping during menstruation was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and cardiac failure congestive ('blood or heart disorder/condition type: chf') in an adult female patient who had essure (ess205) (batch no. 624487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiomyopathy. Concurrent conditions included abdominal pain, change in bowel habits, heart disease, unspecified, heart failure, menstruation frequent, uterine fibroid, vaginal discharge abnormality, mycoplasma hominis test positive, ureaplasma test positive, bloating, dysfunctional uterine bleeding, fever and uterine fibroid embolization. Concomitant products included bupropion, colecalciferol (vitamin d3), cyanocobalamin (b 12), furosemide, leuprorelin acetate (lupron), levonorgestrel (mirena) since 8-dec-2015, lisinopril, magnesium, medroxyprogesterone acetate (depo-provera), metoprolol, norethisterone (mini pill) since 2006, potassium chloride (klor con), spironolactone and tranexamic acid (lysteda). In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cardiac failure congestive (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), anaemia ("blood or heart disorder/condition type: anemia"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with blood transfusion, auxiliary products and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, cardiac failure congestive, vaginal haemorrhage, anaemia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anaemia, cardiac failure congestive, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2006 and 2007. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on 25-aug-2016: no specific mammographic evidence of malignancy. Nuclear magnetic resonance imaging - on 12-mar-2017: enlarged leiomyomatous uterus with baseline fibroid measurements obtained prior to uterine fibroid embolization. Ultrasound scan vagina - in 2007: result: other (please describe) - successful. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, congestive heart failure, anemia, fatigue, cramping lot number: 624487 manufacture date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.